Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced a hematoma at the impella insertion site. Vascular surgery did not recommend further exploration of the site. The patient was administered blood and platelet transfusions. Additionally, there was noted oozing and drainage from the axillary insertion site. Later, the clinical staff observed that the patient¿s lower extremities became cold and exhibited signs of mottling. Action taken to resolve the issue are unknown. Additional information noted care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.